Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "a hygiene problem when installing with the peritoneal dialysis machine" it was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient outcome was unknown. Action with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.